Event description:
The provider states the fork bearing are bad causing the forks to become tore up.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.